Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was getting a probe out of range alarm in an arctic sun device. Esophageal probe in use. Moved probe to bedside monitor and it read temperature. Advised to first try replacing the temperature in cable. If this did not resolve the issue, would need to replace the probe. If neither works, device would need to go to biomed. Per follow up information received via task on 08jun2026, spoke with nurse who confirmed no further issues after cable replacement. They noted the patient temperature jumped up and down every time touched the cable. The cable was disposed of.